Manufacturer narrative:
(B)(4) - the device was manufactured june 7, 2015- june 9, 2015. The device was received for evaluation. Visual inspection did not identify any defects. The device was flow rate tested. Continuous flow was observed and the rates were within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped delivering its medication. There was no patient injury or medical intervention associated with this event. No additional information is available.